Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing and a low pacing impedance. The rv lead was explanted and successfully replaced. The patient was stable.